Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was nearing end of life (eol). The device was explanted and replaced.